Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
On (B)(6) 2011, an (B)(6) male pt underwent aaa repair. The pt's anatomical form was suitable for endovascular repair. The procedure was consisted of placement of a zenith flex aaa endovascular graft bifurcated main body and another MFR's excluder legs, and the final confirmatory angiography showed endoleak. The physician initially suspected that it was type iii and ballooned the junction, but he didn't see change in the leak. Then he judged that the leak was type IV after repeated partial angiography. Act was 147 before heparin administration, 330 right after heparin administration and 274 during the procedure. The physician decided to take a wait and see approach and completed the procedure. The pt's condition is unk as not provided by reporter. Images will be provided to assist in this investigation. The pt's condition is unk as not provided by reporter.